Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site. Results: results of the capital equipment eval are unknown at this time. The sterrad nx user's guide states that: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eye, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a canceled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury. Direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a canceled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves whenever handling a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. Cleaning and sterilization are two separate processes. Proper cleaning of instruments and devices is a critical and necessary step prior to sterilization. All items including trays must be thoroughly cleaned, rinsed, and dried before loading into the sterilizer. Carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization.

Event description:
A report was received from the affiliate alleging a healthcare worker experienced itchiness and a white spot on his left hand when retrieving a tyvek pouch from a completed sterrad nx sterilizer cycle. He washed the area with water. The next day he saw a reddish stain on the skin. Within 48 hours the reddish stain disappeared. The healthcare worker was not wearing personal protective equipment. The healthcare worker did not seek medical attention.